Event description:
During deployment of this stent in the superficial femoral artery (side unk), the stent jumped, and was unable to be placed in the accurate position. The patient was a male (age unk). The vessel had severe calcification and mild tortuousity. The rate of stenosis is unk. The product was prepared and clinically used as per the IFU. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. There is no information regarding pre-dilation of the lesion. The physician advanced the device to the lesion over the guidewire. When the physician had the device in proper position and he checked that the marker bands were proximal and distal to the lesion site, he began to deploy the stent. There was no longitudinal force applied during deployment. When the stent was deployed, it jumped over the lesion, and was unable be placed in the accurate position. The physician did notice that there was a delay before the stent was eventually physician did notice that there was a delay before the stent was eventually deployed. The stent remained in the patient and another stent was used to successfully repair the lesion. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.